Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. It was noted that this patient was lost to follow-up and their device had not been checked since implant 12 years prior. The patient was given a holter monitor to see if a replacement pacemaker was needed. At this time, this pacemaker remains in service. No adverse patient effects were reported.